Event description:
On (B)(6) 2012, pt reported experiencing reoccurrence of the e4 (occlusion) error message. Pt stated the occlusion occurs during the basal rate. Pt reported the occlusion occurred during her sleep last night and she has not been able to clear the error message yet. Pt stated she tested her blood glucose level this morning and it was at 396 mg/dl. During troubleshooting, pt stated she feels extremely tired and weak and was unable to change the insulin cartridge. Pt was alone and did not want emts called. Attempted to contact a family member; no success. Contacted emts and remained on the line until they arrived. On call back on (B)(6) 2012, pt reported she was admitted to the hospital on (B)(6) 2012 and discharged on (B)(6) 2012. Pt stated she tested on her meter before they got there with a result of 848 mg/dl. Pt is not sure if the emts tested her blood glucose on their meter. Pt's target blood glucose range is 120-150 mg/dl. Pt reported she was treated at the hospital with insulin injections. Pt stated she reconnected back to her infusion device yesterday and had another occlusion during the night. Pt reported she took everything apart, blew in the tubing, and reconnected back to the infusion device. Pt stated she has not had another occlusion since that time. Pt reported she just woke up and doesn't know if her blood glucose level is normal; she feels okay. On f/u call on (B)(6) 2012, pt reported she continued to have e4 (occlusion) errors. Pt unhooked infusion set tubing from the infusion device and blew through the tubing, reconnected back to the device and was able to place the device in the run mode. Had pt disconnected tubing from the infusion site and prime; received an e4. Had pt disconnect tubing from infusion device and prime; was able to see insulin drip. Advised pt she needs to change the infusion set tubing. Pt does not currently have another tubing to use; new package of infusion set should arrive this event. Advised pt to try new box of infusion sets. On f/u call on (B)(6) 2012, pt reported receiving new infusion sets and has not had any additional occlusions. Pt stated her blood glucose level has returned to normal. Alleged infusion set have been discarded. No product return was requested.